Event description:
It was reported that the camera head exhibited blurry/cloudy image. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: g3, d8, d9, h3; h4; h6. The device was returned to the regional repair center for inspection and the reported failure was not confirmed. Based on the results of the investigation, the information obtained from this complaint did not lead to the identification of the cause of the occurrence. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head exhibited blurry/cloudy image. There were no reports of patient harm.